Manufacturer narrative:
Per follow-up with the customer, it was clarified that a portion of the catheter body broke off inside the patient during a procedure. They were able to snare it and grab it without further intervention. There was no patient injury. Patient demographics were provided. The date of occurrence was also clarified as (B)(6) 2019.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw405f35 catheter. Dry blood was visible on the catheter tube. As received, the catheter tube was completely broken off at 17cm proximal from the catheter tip. Cross surface of the broken tube appeared rough and uneven. The edges of the broken catheter tube appeared to match at the site of damage. Additional damage, which appeared to be scrape marks, were evident on both the proximal and distal side of the broken tube. Located 6mm proximal from the site of the broken tube, the catheter tube also had a cut measuring approximately 1mm in length. No visible damage was observed from the balloon and windings. The customer report of ¿catheter broke off¿ was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. UDI # (B)(4).

Event description:
It was reported to edwards customer service that the lower quarter of a model 12tlw405f35 fogarty catheter "broke off during a case." No further details were provided pending follow-up, including patient demographics. There was no allegation of patient injury.